Event description:
Customer performed a blood glucose test and received a result of 102mg/dl at noon, took insulin. Family member called paramedics around 2pm because pt was unresponsive. Paramedics arrived and tested glucose and received a result of 28mg/dl. The customer was given a glucose shot and pt ate a small meal. The customer's device read 61 mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.